Event description:
Information was received from a patient regarding an external device. It was reported that they got no device found when trying to charge their implanted neurostimulator since last week. During the call, the patient inspected the recharger but no damage was detected. Patient initiated a charging session of their implanted neurostimulator and got no device found. The patient entered passive recharge mode and got 89, 98, 98. Screen advanced to the normal charging screen with a recharge quality of excellent. Patient removed the recharged antenna from the implant site and said the paddle was warm to the touch, but not hot. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.